Manufacturer narrative:
The insulin pump had no up or down arrow button repsonse due to corroded keypad traces. No audio anomaly, display anomaly or button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked belt clip slot.

Event description:
The customer reported via phone call that their insulin pump was beeping and that there was a black circle on the screen with a button error alarm notification. The customer was unable to clear the alarm. The customer did not recall if the insulin pump was wet or bumped. The customer's blood glucose was 106 mg/dl. The customer removed the battery for 30 minutes, but the alarm persisted. The customer was advised that their insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.